Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported system diagnostics determined high impedances on the lead after the patient got into automobile accident. The patient needed an MRI. The ipg was unable to be switched to MRI mode due to high impedances on the lead. As a result the scs system was explanted and replaced with another system.